Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while charging, the pump became hot to touch. There was no temperature alarm. Pump was sitting against the customer's skin and the pump left a red mark that went away after 10-15 minutes. There was no injury. Blood glucose was 100-140 mg/dl. Customer required no further assistance.